Event description:
Meniscal screw driver broke during use. Broken fragment was located and removed at the time of the event. Contact reported no adverse patient event as a result of this situation. If this were to recur intervention would be required to remove the fragment to prevent patient injury.